Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy end to end anastomosis procedure, at the fourth firing, the surgeon pushed the green button, however no sound was heard at all, the surgeon tried it several times but the result is just the same, and they do not know if the firing might had been started. The surgeon stopped using this cartridge. The surgeon then replaced it with a new reload to resolve the issue in order to complete the case. The patient has no injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.